Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a faulty force sensor resistor. The functional testing could not be completed due to the motor error alarm. The motor was tested outside of the device and passed the test. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported receiving a no delivery alarm and a motor error alarm on the insulin pump. Customer mentioned that they went to the hospital in july due to high blood glucose readings but were not wearing the insulin pump because he knew it was not working. Customer was treated at the hospital with insulin. Customer does not use the sensor feature and they were unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 176 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.